Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called stating that they had a loss of therapeutic effect and return of urgency symptoms. Patient said it worked for a while, but then it went away. Patient had tried increasing amplitude once before, but it did not help. Patient had fall before they got loss of therapeutic effect. Patient increased amplitude during the call on program 3 from 0.9v to 1.0v and was feeling stimulation in the target area. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.